Event description:
Legal documentation was received claiming plaintiff experienced discomfort, pain and suffering and sustained permanent injuries as a result of using product. Medical documentation has not been received.

Manufacturer narrative:
The device was not returned for evaluation and the lot number information is unknown. Medical documentation has not been received. Based on all information, no causal factors can be determined and no conclusion can be drawn.